Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was between 20 to 22 mmol/l. The caller stated that, upon troubleshooting, he believed that the issue was due to an insulin pump problem. He observed that insulin did exit the reservoir, tubing, and cannula, stating that his blood glucose levels did not lower 2 hours after a bolus. It was reported that there was an absence of no delivery alarm. He treated with manual injections every 4 hours. Advised the caller to try various remedies and to call back when he had the time to troubleshoot thoroughly. The caller stated that he was tired and would call back in the morning. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.